Event description:
It was reported that upon power up the programmer screen turned white and remained frozen white, and that the programmer was not operational. It was turned off and on several times but the unit did not respond. It was returned for service. It was indicated that there were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that upon power up the programmer screen turned white and remained frozen white. An error then occurred. As a result the software was updated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. Evaluation summary: (B)(4): analysis found that upon power up the programmer screen turned white and remained frozen white. An error then occurred. As a result the software was updated. (B)(4).

Event description:
It was reported that upon power up the programmer screen turned white and remained frozen white, the programmer was not operational. It was turned off and on several times but the unit did not respond. It was returned for service. It was indicated that there were no patient complications.